Event description:
It was reported that the artificial urinary sphincter (aus) device was explanted due to fluid loss and recurring incontinence. It is believed the incontinence was caused by tissue atrophy. Although the location of the fluid loss is not known, air was observed in the system. The patient was using 6 pads per day. A new aus device was implanted and the patient has fully recovered following the procedure.